Manufacturer narrative:
Radiometer investigations is completed, and based on the available data, a conclusive root cause is not possible to be established. The root cause of the incident is therefore unknown. H3: requested data has not been received.

Event description:
According to the complaint, the (B)(6) could not aspirate the liquid, due to a failure in the liquid transport system. This happened during testing, where the sample was lost. The user had to obtain a new sample from the patient. Radiometer field service engineer was contacted, and the user was instructed to rinse the tube manually, which returned the analyzer to normal function.

Manufacturer narrative:
B3: date of event: estimated from date of awareness.